Manufacturer narrative:
Additional information has been received for this event. Correction being made for event found at receipt inspection which was known but not reported in the initial MDR. This supplemental report is being submitted to provide this information. Please see the updates in sections: d10, e2, e3, g2, g3, g6, h2, and h10. The device was not dropped nor came in contact with a hard surface or sharp corner; it stays on the boom. There were no error messages, alarms or alert tones associated with this event. It was not noted if there were any foreign objects such as hard water residue, lint or dust on the electrical contacts.

Manufacturer narrative:
There is more information on the device evaluation. This supplemental report is being submitted to provide this information. Please see the updates in sections: g3, g6, h2, h4, h6, and h10. The device history record review confirmed that device has no abnormalities in manufacturing, special adoption, and unevenness. This is a loaner device and has been sent in for inspection and repaired six times in the past two years. The instructions for use includes the following statements: the endoscopic image does not appear on the monitor. Foreign objects, such as detergent remnants, hard water residue, finger grease, dust, and lint are on the electrical contacts. Wipe the electrical contacts on the endoscope connector using clean lint free cloths moistened with 70% ethyl or 70% isopropyl alcohol and completely dry them. After drying them, connect the endoscope to the device.

Manufacturer narrative:
Additional information is not available for this event as yet. Upon inspection and testing, it was observed that the device yielded no image with the lft type vh scopes. The connector pin was broken. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Event description:
As reported for this event, the device yielded a black image when plugged to the camera head. There is no reported harm to any patient.